Event description:
Chemotherapy infusing at 62.5 ml/hour and began at 1552. A 1500 ml had been infused over 25 hrs. The 24 hour infusion should have been completed at 1530, approximately 550 ml remaining in the bag.